Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was duplicated; visual evaluation of the device found damage consistent with tampering. Due to the condition in which the device was received, root cause analysis could not be performed. The smart pneumatic module was replaced as precaution. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed an "spm compatibility fault" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.